Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent an unspecified breast surgery with mentor memorygel breast implant 375cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed via a physical exam and confirmed via imaging. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2021. The removed breast prostheses were discarded after explantation surgery. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the date of event was reported to be (B)(6) 2020. Mammogram results showed that there was free silicone in the left axillary nodes. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).